Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n148525003, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving morphine (20 mg/ml, daily dose of 5.5) for non-malignant pain. The rep reported the patient was getting more than expected volumes at refills. The differences were unknown because the amount expected was not documented. It was also stated, "cath access could not pull fluid". There were no reported environmental, external, or patient factors that may have caused or contributed to the issue. There was no diagnostics or troubleshooting reported. The interventions that occurred was "catheter access study". The catheter was replaced on (B)(6) 2019. No symptoms were reported. The issue was resolved at the time of this report. The patient's status was alive - no injury.